Event description:
It was reported that during a rotational atherectomy procedure, after ablation the surgeon noted that the rotawire had fracture during the procedure. The fractured portion remains in the patient's artery.